Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had pacing impedance greater than 3000 ohms and high capture threshold. It was suspected the lead was damaged by clavicular crush. The lead was capped and replaced on (B)(6) 2021. The patient was stable.